Event description:
Reference number: (B)(4). Event occurred in france it was reported that the four infusion sets of perfusions that came off on 20-feb-2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR .- device 4 of 4.